Event description:
During the post implant check in the procedure room, upon interrogation, an error message on the device was noted. The interrogation was attempted again after a programmer reboot, but the error message was displayed again. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. The reported event of an error message on the device was confirmed. The device was returned with an active error message alert that prevented further interrogation of the device. Analysis of device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. Based on this information, abbott is performing further investigation.